Event description:
During a remote follow-up, episodes of undersensing were observed. Technical support was contacted and discovered undersensing was cause by oversensing of noise. No intervention was performed. The patient was stable and will continue to be monitored.